Manufacturer narrative:
Samples received: 1 open and 1 closed pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the needle detached from the thread, the thread is not available. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the safil suture. It was noted that the needles detached from the sutures as soon as the packet was opened. This occurred during one procedure and there was no patient harm. Additional information was not provided.